Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is infrarenal to the left renal vein which enters the ivc at the l1 level. The right renal vein, however, enters the ivc at the l1-2 level which is covered approximately twenty-five per-cent by the superior position of the filter. The inferior end of the ivc filter is tilted posteriorly and the hook approaches the ivc wall. The superior end of the filter is not tilted. The struts of the ivc filter do not perforate the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. Per the implant records the inferior vena cava (ivc) filter was placed through the right femoral artery with no complications. The patient was reported to have a history of clotting disorder, multiple deep vein thrombosis (dvt) and pulmonary embolism (pe). A computerized tomography (CT) scan of the abdomen was performed approximately one year and ten months post implant. Those images were submitted for independent review approximately five years and nine months after the scan was performed. Results of that review indicated that the ivc filter was partially infrarenal and was tilted. Per the medical records, about three years and eleven months after the filter was implanted, the patient had an echocardiogram for shortness of breath in addition to an office visit for chest pain following pacemaker implant. Approximately four years after implantation the patient had another office visit for chest pain and a chest x-ray showed a new pleural effusion. Six days later, the patient had a follow up visit for bilateral leg swelling, shortness of breath, and an eight-pound weight gain. About nine days later there was another follow up office visit after pacemaker wire adjustment. Approximately ten years and four months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal with the superior end of the cordis optease retrievable ivc filter at the l1-l2 interspace. The ivc filter is tilted posteriorly at the inferior end but it does not contact the ivc wall. All the struts of the ivc filter perforate the inferior vena cava up to 6mm. No hemorrhage was seen, and no fracture fragments were identified. The report also noted a calcific density along the posterior aspect of the ivc filter, possibly representing chronic thrombus and that the ivc filter is considered temporary and removable; therefore, further evaluation with interventional radiology (ir) was recommended for possible intervention. The progress note from ir, identifying the filter indicated that the filter was placed through the right femoral ¿artery¿ without complications.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted. The inferior end of the ivc filter is tilted posteriorly and the hook approaches the ivc wall. The superior end of the filter is not tilted. The patient reported becoming aware of perforation of filter struts outside the ivc and into organs, tilting and a calcific density along the posterior aspect of the filter representing a possible chronic thrombus, approximately ten years and six months post implant. The patient also reported chest and abdominal pain and anxiety associated with the filter. The patient¿s medical history is notable for myocardial infarction, crushing trauma leading to chronic pain, protein c deficiency, factor ii deficiency, diabetes, and blood clots, lower back fusion, pacemaker insertion and pacemaker repair. Per the implant record the inferior vena cava (ivc) filter was placed through the right femoral artery with no complications. The patient was reported to have a history of clotting disorder, multiple deep vein thrombosis (dvt) and pulmonary embolism (pe). Approximately one year and ten months post implant a computed tomography (CT) scan of the abdomen was performed, those images were submitted to independent review approximately five years and nine months after the scan was performed. Results of that review indicated that the ivc filter was partially infrarenal and was tilted. Approximately ten years and six months another CT scan of the abdomen was performed. The images were submitted for independent review approximately six weeks after the scan was performed. The impression of the scan noted that the ivc filter is perforating through the ivc with multiple struts extending extraluminal with one contacting the bowel, and five reside in the soft tissue. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis of the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuosity and technique. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is infrarenal to the left renal vein which enters the ivc at the l1 level. The right renal vein, however, enters the ivc at the l1-2 level which is covered approximately twenty-five per-cent by the superior position of the filter. The inferior end of the ivc filter is tilted posteriorly and the hook approaches the ivc wall. The superior end of the filter is not tilted. The struts of the ivc filter do not perforate the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. Per the implant records the inferior vena cava (ivc) filter was placed through the right femoral artery with no complications. The patient was reported to have a history of clotting disorder, multiple deep vein thrombosis (dvt) and pulmonary embolism (pe). A computerized tomography (CT) scan of the abdomen was performed approximately one year and ten months post implant. Those images were submitted for independent review approximately five years and nine months after the scan was performed. Results of that review indicated that the ivc filter was partially infrarenal and was tilted. Per the medical records, about three years and eleven months after the filter was implanted, the patient had an echocardiogram for shortness of breath in addition to an office visit for chest pain following pacemaker implant. Approximately four years after implantation the patient had another office visit for chest pain and a chest x-ray showed a new pleural effusion. Six days later, the patient had a follow up visit for bilateral leg swelling, shortness of breath, and an eight-pound weight gain. About nine days later there was another follow up office visit after pacemaker wire adjustment. Approximately ten years and four months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported an infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal with the superior end of the cordis optease retrievable ivc filter at the l1-l2 interspace. The ivc filter is tilted posteriorly at the inferior end but it does not contact the ivc wall. All the struts of the ivc filter perforate the inferior vena cava up to 6mm. No hemorrhage was seen, and no fracture fragments were identified. The report also noted a calcific density along the posterior aspect of the ivc filter, possibly representing chronic thrombus and that the ivc filter is considered temporary and removable; therefore, further evaluation with interventional radiology (ir) was recommended for possible intervention. The progress note from ir, identifying the filter indicated that the filter was placed through the right femoral ¿artery¿ without complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting of the filter and a calcific density along the posterior aspect of the filter representing a possible chronic thrombus becoming aware of these events approximately ten years and six months after the filter implantation. The patient further asserts to have suffered from chest and abdominal pain and anxiety associated with the filter.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted. The inferior vena cava (ivc) filter is infrarenal to the left renal vein which enters the ivc at the l1 level. The right renal vein, however, enters the ivc at the l1-2 level which is covered approximately twenty-five per-cent by the superior position of the filter. The inferior end of the ivc filter is tilted posteriorly and the hook approaches the ivc wall. The superior end of the filter is not tilted. The procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with vessel characteristics, specifically asymmetry and tortuousity and technique. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is infrarenal to the left renal vein which enters the ivc at the l1 level. The right renal vein, however, enters the ivc at the l1-2 level which is covered approximately twenty-five per-cent by the superior position of the filter. The inferior end of the ivc filter is tilted posteriorly and the hook approaches the ivc wall. The superior end of the filter is not tilted. The struts of the ivc filter do not perforate the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.